Event description:
It was reported that during preparation for the implant procedure of an inflatable penile prosthesis, when pressing the pump deflation button, air would not release from the cylinders. The technician attempted to deflate by squeezing the sides of the pump block to manipulate the deflation valve, holding the deflating button, releasing and squeezing the pump, alternating back and forth. However, the issue persisted. The cylinders were filled with saline and fluid would not release after pressing the deflation button. The physician squeezed the implant as hard as he could and the implant finally deflated. When inflated again, the deflation issue persisted. Therefore, another device was opened to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. Therefore, the reported allegation was not confirmed. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation for the implant procedure of an inflatable penile prosthesis, when pressing the pump deflation button, air would not release from the cylinders. The technician attempted to deflate by squeezing the sides of the pump block to manipulate the deflation valve, holding the deflating button, releasing and squeezing the pump, alternating back and forth. However, the issue persisted. The cylinders were filled with saline and fluid would not release after pressing the deflation button. The physician squeezed the implant as hard as he could and the implant finally deflated. When inflated again, the deflation issue persisted. Therefore, another device was opened to complete the procedure. There were no patient complications.